Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg? The device not returned to the manufacturer. H6 - e2402 selected to capture "patient experienced persistent air leaks". This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that wayne pneumothorax catheter failed to evacuate the air as intended following its placement in a 45-year-old male patient. On the day of admission, the patient was treated for left lung pneumothorax with associated effusion with placement of a wayne pneumothorax catheter in the midaxillary intercoastal space. X-ray imaging confirmed successful placement in the desired location and the initiation of drainage was successfully achieved. On the third day of admission (3 days post-procedure), the patient experienced persistent air leaks. On the seventh day of admission (7 days post- procedure), the chest tube was removed and replaced due to ongoing air leaks and to upsize the tube for improved drainage. The event was noted as resolved on day 7. The device indwell time was 7 days. The patient was discharged from the hospital 62 days post-procedure.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
X-ray imaging was used to determine the pleural effusion diagnosis. The device was placed in the patient while they were in the emergency department. The device was placed midaxillary in the fourth intercostal space. No imaging was performed during device placement. After successful placement and confirmation by x-ray, the device was attached to wall suction. The device was not placed for emergent use. After persistent air leaks, a computed tomography scan was completed on day seven of admission (four days post procedure). The patient was monitored in the intensive care unit (ICU) and in-patient care unit (non-intensive care).

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation: it was reported that wayne pneumothorax catheter failed to evacuate the air as intended. On the day of admission, a 45-year-old male patient was treated for left lung pneumothorax with associated effusion with placement of a wayne catheter in the midaxillary 4th intercostal space. The device was successfully placed in the desired location, confirmed by x-ray, and attached to wall suction (active suction). Initiation of drainage was successfully achieved. Three days post-procedure, the patient experienced persistent air leaks. This was noted as not related to the study device or procedure. As a result, on day 7 the chest tube was removed and replaced. It was noted that the catheter was upsized to allow for more drainage. No other adverse effects were reported. A lot number or a rpn was not provided. A sales search for wayne devices sold in USA in the last 3 years identified the rpn c-utpty-1400-wayne-112497-imh as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU (c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement¿) packaged with the device contains the following in relation to the reported failure mode: "confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secure and airtight. Perform inspections of the catheter and connections regularly. Secure catheter in position at the entry sight by using a bio-occlusive dressing or suturing if desired. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: secure the catheter hub to the paint¿s skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient¿s skin with tape, suture, or catheter securement device.¿ based on the information provided, no device return, and the results of the investigation, cook determined that a possible unintended use error was the cause for this event. It is possible the initial catheter size was not suitable for the patient's condition as it was noted that the catheter was upsized during replacement to allow for more drainage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.